Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, it was assumed that the endoscopic image was not displayed because the video communication could not be transmitted to the video processor due to the damage of the camera cable, which might be caused by the user's handling. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon due to the failure of the camera cable. (B)(4) surmised that the failure of the camera cable was due to the wear and tear by long-term use. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found the failure of the camera cable and attachment. During the incoming inspection for repair, olympus (B)(4) found that the endoscopic image was disappeared suddenly and the stripes were displayed. There was no report of patient injury associated with the event.